Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level of 43 mg/dl. The customer was treated with food and glucose tablets. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer did not report any symptoms for low blood glucose level. The customer did allege insulin pump was over delivering because of multiple lows. The customer was unable to describe any damaged to the drive support cap. Troubleshooting was performed for low blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No possible over delivery anomaly noted. Device was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. Device passed the delivery accuracy test.